Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. A single battery charger fault was identified; however, the battery charger was still able to charge a battery. The fault was determined to not have caused or contributed to the inappropriate treatment. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor sn (B)(4) was returned to zmc. The monitor failed incoming functionality testing. Root cause investigation is currently underway. There is no indication that a device malfunction caused or contributed to the inappropriate defibrillation event. Device manufacture date: monitor: sn (B)(4): 08/13/2014 reuse; electrode belt: sn (B)(4): 02/11/2014 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial flutter rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was hospitalized at the time of the treatment event. It was reported that the hospital staff was present for the treatment event. The response buttons were not pressed during the treatment event. Rapid atrial flutter rate contributed to the false detection. The patient was taken to the critical care unit following the event and the lifevest was removed by the hospital staff. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
Device evaluation summary: the monitor was returned and evaluated at zmc. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. It was reported that the patient received external defibrillation by hospital staff. This damage is consistent with the report of external defibrillation. There is no indication that this malfunction caused or contributed to the inappropriate treatment event. There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. A single battery charger fault was identified; however, the battery charger was still able to charge a battery. The fault was determined to not have caused or contributed to the inappropriate treatment. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor sn (B)(4) was returned to zmc. The monitor failed incoming functionality testing. Root cause investigation is currently underway. There is no indication that a device malfunction caused or contributed to the inappropriate defibrillation event. Device manufacture date: monitor: sn (B)(4): 08/13/2014 reuse; electrode belt: sn (B)(4): 02/11/2014 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial flutter rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was hospitalized at the time of the treatment event. It was reported that the hospital staff was present for the treatment event. The response buttons were not pressed during the treatment event. Rapid atrial flutter rate contributed to the false detection. The patient was taken to the critical care unit following the event and the lifevest was removed by the hospital staff. There was no death or device malfunction associated with the inappropriate defibrillation event.